Event description:
It is reported that the locking mechanism failed to lock the liner in place. The cup was extracted. Surgery was delayed by 120 minutes and completed with other devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.